Event description:
The patient received a surgical lead on (B)(6) 2010. It was reported that she was without stimulation. A diagnostic test showed normal impedance readings for all lead contacts. However, an x-ray revealed that the device was out of the epidural space. In an effort to resolve this matter, the physician surgically repositioned the patient's lead on (B)(6) 2010. No devices were explanted and none will be returned to the MFR for eval. F/u on pt found that she has regained effective stimulation. No add'l issues were reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.